Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: 5 sep 2023, the doctor found cuff leakage when doing testing before using on patient. Then changed to a new one, no impact on patient.

Event description:
It was reported that: (B)(6) 2023, the doctor found cuff leakage when doing testing before using on patient. Then changed to a new one, no impact on patient.

Manufacturer narrative:
(B)(4). There was no sample returned to the manufacturer for investigation. The manufacturer reported: "since there is no sample returned for investigation, 1 set of representative sample was retrieved from production lot for simulation purpose. Visual inspection was conducted on the production representative sample. The cuff pressure of the production representative sample was then inflated to 25mbar by using calibrated endotest. No abnormality was observed on the sample. Water leak test was then conducted on the sample. No air bubbles were observed flowing out from both cuff. There is no issue found from the simulation test. The complaint was unable to be further investigated due to no sample returned. Since there was no photo received root cause of the leak found prior to use at customer side could not be further verified. Hence this complaint is not confirmed." Teleflex will continue to monitor and trend on complaints of this nature.